Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f 120cm 6mm x 150mm .035-inch smart flex vascular stent system (sfa/pp) opened in the sheath during delivery and became stuck in the sheath, making it impossible to release or retrieve during a lower limb arterial stent implantation procedure. There was no reported patient injury. The stent delivery system was advanced beyond the lesion and then withdrawn back into the lesion before stent deployment. The user maintained a fixed inner shaft position during deployment, and no excessive force was applied. There was no indication that the stent was partially deployed in the patient, and no difficulty was encountered when removing the device. No attempt was made to deploy the stent outside the patient. A replacement stent was used, identified as a non-cordis stent. A 6f non-cordis sheath was used. The device was stored and prepared according to the instructions for use. No device damage was observed during preparation. The target vessel was the right superficial femoral artery (sfa). The target lesion was reported as moderately calcified with severe tortuosity and 78% stenosis. There was no acute angle, bifurcation, or chronic total occlusion. The device will be returned for evaluation.